Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 190 to 499 mg/dl. Customer feels lethargic and confused and observed symptoms of intense thirst and tiredness. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 438mg/dl and 499mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2015. Meter memory is not recalled. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.